Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. The investigation will be updated should further info be provided.

Event description:
Boston scientific received info that this pt was presented to the electrophysiology (ep) lab for placement of an s-ICD device and electrode procedure. The local rep reported that this physician uses the two incision technique. The vector selection during optimization was alternate x2. Three days post procedure, the pt experienced a shock while brushing her teeth. The device was successfully interrogated and episodes were reviewed. It appears that the electrogram noise was attributed to an unsecured distal electrode. Data analysis by an in-house field clinical engineer (fce) confirmed that electrogram noise was reproduced with the type of motion as described by the pt. The clinical observation of electrogram in the primary vector. It was discussed that the treated and untreated episodes may be physiologic in nature . In addition to some identified nonphysiologic noise signals. The rate was in the 220 ms range with varying qrs morphologies. Boston scientific received info that the device's shock vector was reprogrammed to primary. The clinic observation of electrogram noise could not be reproduced. The pt has been scheduled for f/u in one week.